Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and replaced the power control printed circuit board (pcb). The ventilator passed performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) audio alarm on an extended self test (est) and generated error code ¿power fail cap not discharging¿. The ventilator was not in use on a patient at the time of the reported event.